Event description:
It was reported that a user new to the ilet experienced a low blood glucose of 66 mg/dl prior to breakfast, treated it with a glucose tablet, and later ate breakfast, with glucose in a normal range at the time of the call. Symptoms included hypoglycemia. Outcomes included temporary interruption of daily activities. Investigation included user education and troubleshooting. Investigation of this case revealed no device malfunction identified and use consistent with expected device performance. It was concluded that the event was related to hypoglycemia with an unclear cause and that no device-related injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.